Event description:
On (B)(4) 2011, customer reported that the probe of the dxh 800 instrument continued to leak after it was serviced on (B)(6) 2011. The customer stated that liquid was still splattering from the aspiration probe. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and noticed that the probe wash cup was not moving properly. Fse bleached the probe wash cup and vacuum/waste pathway to the probe waste chamber. Fse removed and rerouted the tubing from the probe wash cup to the quick disconnects, and removed any twists, folds or stress that would cause interference with the probe wash cup movement. Fse verified wash cup movement and operation. Repairs were verified per the established procedures. The root cause was a twisted drain line. No further leaks were reported.

Manufacturer narrative:
(B)(4).